Event description:
It was reported that the right ventricular lead was oversensing noise. The noise was replicated with pocket manipulation. The patient was asymptomatic. The patient did not receive inappropriate therapy and there were no externalized conductors on the lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.